Manufacturer narrative:
Investigation ongoing. Device evaluated by MFR: device still in patient.

Event description:
Maxilla has become mobile and patient will require revision surgery to place new plate.

Manufacturer narrative:
Device met specifications. Adverse event is related to the patient condition. Patient condition improved, unsure if revision surgery will take place. H3: plates still in patient and root cause is already determined.